Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 370 mg/dl. The customer treated with injection. Customer's blood glucose value was 143 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer states that she has gone to her md and the md has made changed to her settings and the high blood glucose have continued. Customer states that she has had so much experience with the pump and she feels something is wrong with this pump. Troubleshooting was performed and found the drive support cap appeared to be loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.